Manufacturer narrative:
The reported complaint was confirmed via the photos provided and the log review. Per data log analysis, the system was used on (B)(6) 2020 and there was no sign of an issue. The next time the system was powered up was on (B)(6) 2020 at 11:45:56 am. At 11:46:10 am a perfusion screen was opened. At 11:53:03 the central control monitor (ccm) reported receiving many nacc messages. Most likely the nacc messages were from the rs-232 data transfer module. The rs-232 data transfer module was logging that it sent many nacc messages. At 11:53:49 am, many of the pumps and modules starting logging 'miscellaneous internal error' 'can controller issued ewrn error (49)'. Eventually everything on the can bus was reporting many of these errors. The rs-232 data transfer module continued to send nacc messages. Eventually the ccm detected corrupt messages on the can bus and took itself down, displaying 'system computer needs service' as reported. The can communication network was having issues but there was no way to tell from the log where the problem was located. Since the issue occurred after a perfusion screen was opened, the issue could be located on any of the pumps/modules, network interface cards, power manager board, ccm or cables that connect the can bus across the system. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed the central control monitor (ccm) to operate as intended in cold, ambient and hot temperatures. Over the course of several days there were no 'system computer needs service' messages. The service repair technician was unable to duplicate the reported complaint. He cleaned the card edge connectors and the ccm past all release verification testing. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The field service representative (fsr) replaced the central control monitor (ccm). The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a 'system computer needs service error logging in progress...' Message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.